Event description:
It was reported that during an unknown procedure, lower forces when 2/3 of the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2012. Firing trigger teeth. Additional information was requested and the following was obtained: did the device complete the firing sequence? No. Did the device deploy all the staples? No. Only some staples from proximate part came out. Were the deployed staples formed correctly? Some of them formed correctly. Was the cut line complete? No. The analysis results found that the 6tb45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.